Event description:
On (B)(6) 2013, the lay user/patient¿s spouse contacted lifescan (lfs) alleging that the patient¿s onetouch ultra meter displayed ¿apply sample¿ icon after a blood sample had been applied to the test strip. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter. The patient¿s spouse reported that on (B)(6) 2013 between 11 and 11:30pm the patient developed symptoms of ¿weak and sweating¿. In response to the symptoms, the patient attempted to test with the subject meter; however, was unable to obtain a reading due to the meter not recognizing that a blood sample had been applied to the test strip. The reporter stated that the patient symptoms were suggestive of a low glucose, so she gave him ½ cup of orange juice. After the patient drank the juice, the reporter claimed the patient fell asleep. Approximately ½ hour later, the patient had a seizure. The patient¿s spouse immediately called emergency services. When they arrived they tested the patient¿s blood glucose with their meter and the reporter was told the result was ¿below 30 mg/dl¿. The patient was treated with IV glucose. The reporter confirmed the patient was not taken to the ER for evaluation or further treatment. During the follow-up call, the patient¿s spouse stated that the patient went to see his hcp the day after he had the seizure. The reporter informed the mss that the patient was told that the low blood glucose excursion was most likely as a result of his medication. The patient¿s wife stated that the patient had recently lost weight (54 pounds) but his diabetes oral medication was not adjusted. At the time of the doctor¿s office visit, the hcp advised the patient to discontinue taking 1 of his 2 pills (reporter does not recall name of medication patient discontinued). At the time of troubleshooting, the customer care advocate (cca) noted that the patient was not applying the sample the test strip correctly. At the time of the call, the reporter was unable and/or unwilling to perform a test with the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient was reportedly treated by an hcp for severe hypoglycemia after the patient was unable to obtain a reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.